Event description:
User facility reports that "during procedure" it was noted that the laser fiber was not functioning. Rn noticed a red "hot spot" towards the end of the laser fiber. All personnel in the room were wearing appropriate laser goggles. New fiber was obtained and functioned properly. Malfunctioning probe will be returned to manufacturer for evaluation."

Manufacturer narrative:
This document is associated with maude MDR report key #1158343. The probes listed below were identified to be associated with the iridex complaint record. Product was not returned. A review of the device history record was conducted, and the lot met our acceptance criteria. Model: 15488t-1 (25g thumb adjustable probe), lot: 8050211, manuf: 05/2008, expire: 05/01/2011. Product was not returned. A review of the device history record was conducted, and the lot met our acceptance criteria. Model: 15482t-1 (20g thumb adjustable probe), lot: 8010462, manuf: 03/2008, expire: 03/01/2011. Two devices were returned and evaluated. One had a burned fiber, and the other had low power. Debris on the fiber could create a hot spot and burn in the fiber. Burned fibers occur at a low rate. Model: 14344-1 (20g adjustable probe), lot: 747484. Product was not returned. This device does not appear to be an iridex device.